Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding an alleged dimensional issue. According to the reporter, it was difficult to separate the inner cannula from the outer cannula as it was difficult to twist. It was alleged that there was more space between the cannulas than expected. It was reported that the cannulas were not used on any patient.